Event description:
Terumo medical corporation received the following information: it was reported that the tr band slowly self-deflated after application. 18ml's of air was injected into the tr band when it was applied. Leakage was noted when they got to recovery approximately thirty minutes later. Manual compression was held to achieve hemostasis. There was no harm to the patient, and the estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was left heart catheterization. There was no noticeable damage to the device.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.